Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the ccd image failure. Based on the result, we concluded that it was caused due to a leakage occurred in the ccd module. In addition, we confirmed that the control body leakage, the electrical connector broken, the suction channel leakage and the remote button cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).